Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of bolster detached. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (endoscope).

Event description:
It was reported to boston scientific corporation that an endovive one step button was used in the stomach during an esophagogastroduodenoscopy (egd) with peg (percutaneous endoscopic gastrostomy) procedure to treat malnutrition performed on (B)(6) 2025. During the procedure, when the physician pulls the peg tube through the stomach wall the pull tube broke at the connection point of the tube and the implant. It was reported that the implant fell back into the stomach and had to be retrieved with the endoscope. The procedure was completed with another endovive one step button. There were no patient complications reported as a result of this event.